Event description:
It was reported by the patients advocate that she suspected the patient had a reaction to the anesthesia after a spinal cord stimulation (scs) implantable pulse generator (ipg) implant procedure. The patient was experiencing pain, weakness, and difficulty speaking. The patient went to the hospital for further treatment. Additional information was obtained stating that program optimization was attempted and was successful. The physician stated that the patients symptoms were related to the anesthesia and not related to the scs device. The patient is now doing well.

Event description:
It was reported by the patients advocate that she suspected the patient had a reaction to the anesthesia after a spinal cord stimulation (scs) implantable pulse generator (ipg) implant procedure. The patient was experiencing pain, weakness, and difficulty speaking. The patient went to the hospital for further treatment.